Event description:
During refill consult patient reported one of the cassettes leaked. Sn of cassette was not provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we replace cassette? No. Did the patient have a backup cassette they were able to switch to? Yes. Is the infusion life­ sustaining? Yes what is the outcome of the event? Resolved. Pump return tracking information is not available. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, the position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? - no. Did the product issue cause or contribute to patient or clinical injury? - no. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? - no. Did we replace the cassette? ¿ no. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? ¿ yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? ¿ yes. What is the outcome of the event? Resolved, pt. Used a new cassette, resolved, resolved?. Ongoing? (B)(6) by: patient caregiver.